Manufacturer narrative:
(B)(4). Date sent 7/11/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anastomosis was going to be performed using a circular stapler 31. The shot was fired, the two rings were evident, but the anatomical structure was not sealed - stapled, so it had to be completed with manual suturing and the device was discarded because it was contaminated. There was a 25 minute delay in surgery. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. Additional information was requested, and the following was obtained: during the procedure, the medical conduct was to perform the anastomosis manually. The postoperative treatment provided to the patient is unknown.